Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine insulin syringe wouldn't draw up insulin and the needle hub separated from the syringe during use.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200735521] noted for cracked hubs. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe wouldn't draw up insulin and the needle hub separated from the syringe during use.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe wouldn't draw up insulin and the needle hub separated from the syringe during use.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 6mm 0.5 ml cc bd insulin syringe. Consumer stated needle hub separated from at least 6 syringes and she's finding some that don't draw her insulin. The returned syringe was examined, and no hub separation was observed. The returned syringe was then tested for flow; it did not pass (water could not be drawn into the syringe). A wire test was then performed on the returned syringe; it did not pass (the wire could not clear the length of the cannula). The alleged defect (unable to draw medication) was confirmed. A review of the device history record was completed for batch# 8043632. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200735521] noted for cracked hubs. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (not drawing medication). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separation). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root cause for not drawing due to needle clog: this was possibly a transfer problem at the cannulator, whereby a cannula falls loose onto the table causing the next hub to receive a larger amount of adhesive which may in turn create a run over into that hub at which time a clog could occur. The adhesive nozzle or flow is not set right. Root cause cannot be determined at this time as the issue (hub separates) is unconfirmed.